Event description:
The customer complained that lower and higher than expected vitros amon results were obtained from two different levels of non-vitros biorad controls and a single level of vitros lpv fluid tested on a vitros 350 chemistry system. Biorad l2 results: 126.1, 82.2, 64.5, 80.2, 79.9, 82.8, 68.2, 49.8, 79.4, 52.7, 59.0, 79.9, 57.1, 51.9, 71.1, 70.6, 73.6, 64.7, 77.9, and 126.4 umol/l vs expected result 104.5 umol/l biorad l3 results: 196.4, 197.7, and 203.4 umol/l vs expected result 262.6 umol/l. Vitros lpv l3179 result: 235 umol/l compared to an expected result of 189.2 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No vitros amon patient sample results were questioned during the timeframe of the events; however, the investigation cannot conclude that patient sample results were not or could not be affected if the event were to recur undetected. There was no reported allegation of patient harm as a result of these events. This report is number twenty-four of twenty-four MDR¿s for this event. Twenty-four 3500a forms are being submitted for this event as twenty-four devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that lower and higher than expected vitros amon results were obtained from two different levels of non-vitros biorad controls and a single level of vitros lpv fluid tested on a vitros 350 chemistry system. The assignable cause of the events is unknown; however, an unknown issue related to the vitros amon slides or improper pre-analytical fluid handling protocol cannot be ruled out as contributing to the events. The investigation found no indication the vitros 350 chemistry system malfunctioned. The investigation is ongoing.